Event description:
Caller states that the device read 7.2 inr while the lab produced a result of 4.9 inr. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.